Manufacturer narrative:
Additional evaluation c. Conclusion: 18/failure to follow instructions considering the surgical methodology, it was seen that the dentist has used sequence of drills different than the one recommended for the implant installation. The complaint was received by manufacturer and, after analysis, new informations were obtained. A follow-up is being sent to correct these informations according to the evaluation made. The investigation of the complaint was carried out considering the analysis of the information given by the dentist in the guarantee form, visual conference of the product returned by the dentist and the evaluation of relevant production records.

Event description:
(B)(4): the dentist reported that almost 3 months after the dental implant was installed in intraoral region 25#, its non-osseointegration was observed. Moreover, the patient presented bone type ii, bone graft was placed and immediate implant was performed.

Manufacturer narrative:
The information provided in this report was based on information givenby the dentist in neodent¿s products warranty form that was recorded inthe system and is used by both the manufacturer and the subsidiary. Theoriginal complaint and the product were received by the subsidiary anddid not arrive in the manufacturer yet. When this happens, a newevaluation of the complaint will be carried out and, if necessary, a newfollow-up report will be send.

Event description:
(B)(4)- the dentist reported that almost 3 months after the dental implant was installed in intraoral region 25#, its non-osseointegration was observed. Moreover, the patient presented bone type ii, bone graft was placed and immediate implant was performed.